Event description:
It was reported that low, out of range, hv lead impedance measurement was observed on the rv-svc vector via remote monitoring transmission. The lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that a remote transmission showed another low, out of range, hv lead impedance measurement. No testing had been completed since the previously reported out of range measurement. Programming changes were made to exclude the svc coil and a successful dft test was performed. The patient had no adverse effects.